Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of a gryphon inserter broke off into the anchor body. The fragment was retrieved from the body, and anchor is also removed. The procedure was concluded successfully using another fixation device without further issue or harm to the patient.